Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 in the hospital while reportedly wearing the lifevest. The patient received five inappropriate treatments. The device was started up at 08:25:42 on (B)(6) 2023. At 10:06:46 on (B)(6) 2023, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 10:07:21, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. At 10:07:46, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. At 10:08:15, the patient received the third inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. At 10:08:54, the patient received the fourth inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. At 10:09:25, the patient received the fifth inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. The device shutdown at 10:49:00 on (B)(6) 2023.

Manufacturer narrative:
The monitor was returned for investigation and did not pass incoming functional testing. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to treat the patient. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 in the hospital while reportedly wearing the lifevest. The patient received five inappropriate treatments. The device was started up at 08:25:42 on (B)(6) 2023. At 10:06:46 on (B)(6) 2023, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 10:07:21, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. At 10:07:46, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. At 10:08:15, the patient received the third inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. At 10:08:54, the patient received the fourth inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. At 10:09:25, the patient received the fifth inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was obscured due to CPR/motion artifact. The device shutdown at 10:49:00 on (B)(6) 2023.